Event description:
It was reported that prior to the start of a da vinci-assisted sleeve gastrectomy surgical procedure, the customer informed the technical support engineer (tse) that the instrument carriage on the universal surgical manipulator (usm2) was loose. The customer stated that while the usm2 was still functional, they were concerned about it and wanted the issue addressed. The procedure was continued using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). System tested and verified as ready for use. The complaint was confirmed based on field evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm2) was analyzed and found that the reported problem of loose carriage was confirmed as having occurred in the field and replicated. Complaint details state the carriage on usm2 is loose. The usm2 was tested on an in-house system in normal mode with no triggered errors but however, the insertion rail screws were loose. No signs of damage during visual inspection. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the insertion rail.